Event description:
Hamilton medical ag received the following complaint description (summary): based on the information of the customer, the case is considered reportable because the device experienced multiple technical failures (tf) during active ventilation, including error 431001 (blower fault), which triggered a switch to ambient mode. No clinical signs, symptoms or conditions and no health consequences or impact, were reported. An additional device was required. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: the affected blower was returned to hamilton medical for investigation. According to the instrument report, the blower had reached approximately 75% of its expected service life. During internal inspection, black particles were found near the turbine outlet, but no signs of burns or burns odor were present on the turbine or blower housing. The turbine cables were intact and undamaged. The root cause was identified as grease volatilization in the turbine¿s ball bearing, which led to reduced lubrication and subsequent wear. The defective blower assembly was replaced, and the ventilator resumed normal operation.